Event description:
Boston scientific received information that following a procedure, this pacemaker was pacing at 90 beats per minute (bpm). Minute ventilation was temporarily reprogrammed which resolved the high pacing. The device was checked a couple of hours later and minute ventilation was programmed back to the original setting. It was reported the patient has a sinus rate of 90 that was being tracked. Review of strips did find there was maximum senor pacing at 120 bpm. Interrogation found no device anomalies. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.